Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was atrial undersensing and ventricular oversensing, which were not occurring at the same time. The impedances and thresholds of both leads were found to be good. Eleven ventricular low impedance paced beats were also found. Both the device and lead were remain in use. No patient complications have been reported as a result of this event.